Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a prolapsectomy according to longo technique, at the end of the procedure, the surgeon realized that the stapler did not place half of the staples, but only a semicircle. The procedure was completed by manual stapling. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Results: photograph. An intra operative photograph was received. Based on the photographic evidence, a potential cause for this complication was the result of unbalanced tissue loading and possibly coupled with to larger of a gap setting. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.